Event description:
Caller reported a malfunction on the pump after having an MRI earlier in the day. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, ensuring the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.